Manufacturer narrative:
Due to character restrictions in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) screen was not lit after it was turned on, and it was always black. No patient was involved. There was no delay and no injuries.

Manufacturer narrative:
Corrected fields : h6 ( investigation findings). Updated fields:b3, b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes, investigation conclusions).

Manufacturer narrative:
Updated fields: b4,d8, d9,g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The engineer determined that it was a screen failure. The fse stated that this is still not repaired yet because the customer didn't agree the quotation to replace the monitor and the touch screen. If information is received, the complaint will be reopened and updated.